Event description:
It was reported that the user¿s dexcom g7 continuous glucose sensor failed to pair with the ilet system, with the pump display indicating ongoing pairing followed by a pairing failed message; the user disconnected the pump from the body, attempted a restart, and was instructed to wait before re-pairing, with guidance to replace the sensor if pairing did not complete. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse events, and blood glucose was not affected. Outcomes included no medical intervention and no interruption to therapy beyond troubleshooting. Investigation included technical troubleshooting and user education on re-pairing procedures. Investigation of this case revealed that the pairing failure persisted during the call and that the responsible device was not identified. It was concluded that the event was related to a communication or connectivity issue between the cgm sensor and the pump without clinical impact.